Event description:
I underwent cataract surgery at (B)(6) on (B)(6) 2023. The surgery was performed by dr. (B)(6), (B)(6). While I could read with difficulty on the day after surgery, something I could not do without glasses for about 3 years, I had and reported the following symptoms to the doctor on the initial follow up appointment on (B)(6) 2023: 1. Blurred vision 2. Double vision 3. Halos around light indoor and at night out door worse than prior to surgery 4. Sparkle light fragment in my lower eye vision 5. Diminished vision at mid-range and long-range sight 6. Faded colors when comparing my right eye, after insertion of an alcon iol (inter ocular lens) than my left eye that has not undergone cataract surgery. 7. Damage to the nerve of my right eyelid 8. Vertical bar of black in peripheral right side of vision in right eye 9. Striations in right eye vision at lights when use right only and not the same with left eye only 10. Reduced crispness at all vision distances, close, medium and far the alcon lens is: cnwtto ref: cnwtto.215 sn: (B)(6). These symptoms are classic symptoms of this lens when it does not work for the patient. I cannot speak to the root cause, but it appears to me that this lens is not suitable for much of the population and the defects and difficulties are being suppressed by alcon. I reported these same symptoms to dr. (B)(6) on (B)(6) 2023 and via email on (B)(6) 2023 and again on (B)(6) 2023. Dr. (B)(6)was unable to schedule a follow up appointment from my in person visit on (B)(6) until (B)(6) 2023. In an effort to identify the root cause of my eye problems and find a solution, I consulted with dr. (B)(6) of (B)(6). Dr. (B)(6) examined me on two separate visits, (B)(6) 2023 and again on (B)(6) 2023. Dr. (B)(6) performed extensive tests to narrow down the root cause of my eye problems. He determined the root cause of my reduced defective vision is the alcon interocular lens. He stated these symptoms are classic defects and patient difficulties in reduced vision with this lens. As a result I need to have this abysmal iol removed and replaced with a better performing lens. Please be advised that the surgeon who performed the surgery, dr. (B)(6), lacks the professional ethics to check on me, respond to my letters, care enough to see me sooner than (B)(6) 2023 and has abandoned me. I report these issues to try to save unsuspecting senior citizens and others from being victims of alcon and their defective iol. I filed a complaint with alcon on (B)(6) 2023. It is case ID (B)(4).